Manufacturer narrative:
This is one of two products involved with the reported event. The medical device reporting reference number for these events is 3004939290-2020-01909. As reported, the ¿plug and pusher¿ of two 5f mynxgrip vascular closure device (vcd) were not able to detach properly from the system and got caught in a 5f non-cordis sheath. There was no reported patient injury. The two devices came from the same box and were used in the bilateral access of same patient at the same time. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. No other information was provided. The product was not returned for analysis. A product history record (phr) review of lot f2019501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy advancer tube¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This is one of two products involved with the reported event. The medical device reporting reference number for these events is (B)(4). The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the ¿plug and pusher¿ of two 5f mynxgrip vascular closure device (vcd) were not able to detach properly from the system and got caught in a 5f non-cordis sheath. There was no reported patient injury. The two devices came from the same box and were used in the bilateral access of same patient at the same time. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There were no presence of pvd / calcium in the vicinity of the puncture site. The devices will not be returned for evaluation. No other information was provided.